Event description:
It was reported by the customer that the needle would not fully lock onto the syringe. When the plunger is pushed, the medication in the syringe sprays out from the gap where the needle and syringe are not fully connected.